Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2021 with blood glucose level was 38 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food. The customer¿s last blood glucose reading was 300 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Customer went to the emergency room for concussion - not for low blood glucose. Customer had a low and fell and treated it at home with jelly. Blood glucose level was in the 20smg/dl. Then, it went up after treatment with the jelly. Last blood glucose reading was not given. Pump was returning for analysis.

Manufacturer narrative:
Software 4.11e. Retainer ring is black. On dec 03, 2021, the customer alleged was for low bg and cosmetic damage at the battery compartment. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked select keypad overlay, cracked case behind the device at the battery compartment and cracked battery tube threads during the visual inspection. Thus was utilized and downloaded trace or history files properly. Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.0 millivolts). The motor was tested outside of the device on the ngp stb3 and passed. In summary, device passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification and the motor functioning properly. Cosmetic damage was confirmed at case behind the device at the battery compartment and battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.